Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that the device was going in and out. Data was evaluated and the allegation was confirmed as a signal loss period lasting longer than one hour was observed. The probable cause could not be determined. The reported event of a device going in and out is reportable based on the finding of signal loss lasting longer than one hour. No injury or medical intervention was reported.